Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the reported issue contribute to any patient adverse consequences? - could you please provide the lot number? - please provide the source or name of person providing answers to follow-up questions: the issue caused a significant delay in the procedure and extra time under anesthesia. The lot numbers were not reported/saved. (Please refer to the attached mail) at (please refer to the attached mail) provided the information. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6)2026 and suture was used. During the procedure, it was reported to the sales rep that during an unknown procedure that the tip of the needle broke off. A magnet was used to search the room and an x-ray was used to search the patient. The tip of the needle was not found in the room or in the patient. It was confirmed by the radiology that the tip of the needle was not retained. There was a significant delay searching for the tip of the needle but an exact amount of time was not given.. No adverse patient consequences were reported. Additional information was requested.